Manufacturer narrative:
Patient information: unknown, information not provided. Date of event is unknown/ not provided. Serial # unknown/ not provided. Expiration date, UDI #: unknown as the serial number was not provided. Date: unknown/ not provided explant date: lenses remain implanted, therefor not explanted telephone number: unknown/ not provided the intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Article: a pinhole implant to correct postoperative residual refractive error in an rk cataract patient the publication reported a case to describe the clinical outcomes after implantation of a sulcus-fixated pinhole lens (xtrafocus) to address the fluctuating residual refractive error after cataract surgery in a patient who had previously received bilateral radial keratotomy (rk). During the cataract surgery, a monofocal aspheric intraocular lens (iol) (tecnis® pcb00, johnson & johnson vision) with a power of 29.0 d (target refraction of +0.18 d) was implanted on the right eye while on the left eye, the same monofocal lens was implanted with a power of 29.0 d (target refraction of -0.32 d). Four months after cataract surgery, both eyes showed considerable fluctuation in subjective refraction (residual refractive error). Treatment of the residual refractive error was done by implanting a sulcus-fixated pinhole lens on the right eye; no further intervention was done for the left eye.